Manufacturer narrative:
Investigation of the data provided by the customer found the most likely cause was sample carry-over caused by a pre-analytics issue. Instrument and reagent performance were found to be acceptable as quality controls were within sepcification and no instrument issues were identified. Erroneous results were not reported outside the laboratory.

Event description:
The customer received discrepant glucose results for one outpatient sample. The initial glucose result was 484 mg/dl and was not reported outside the laboratory. The sample, repeated on the same cobas 6000 c501 module, gave 112 mg/dl. This result was reported outside the laboratory. Erroneous glucose results were not reported outside the laboratory and the patient was not harmed. The glucose reagent lot number was 625932. The customer ran performance tests including a precision study and quality control. The results were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).